Event description:
Related to MFR report # 2183959-2012-00957. It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee system with intepro lite on (B)(6) 2009 to treat her symptomatic pelvic relaxation, cystocele, rectocele, and uterine descensus. It was alleged, the plaintiff "suffered severe and permanent bodily injuries, inflammation, disfigurement, disability, mental anguish, emotional distress, recurring infections, urinary tract infections, difficulty urinating, catheterization, chronic bladder infections, continued incontinence, bladder prolapse, pelvic protrusion, pelvic organ prolapse, mesh erosion, mesh contraction, pain and suffering." It was further alleged, the plaintiff experienced after the "initial implant procedure, extreme pain and discomfort and has undergone several additional surgeries, including removal of the mesh systems." And underwent "extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.